Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt980 optiflow + mask interface adapter was found damaged during patient use. There were no patient consequences.

Manufacturer narrative:
(B)(4). The opt980 optiflow + mask interface adapter is a patient interface used for delivery of humidified respiratory gases and allows for the connection of a heated breathing tube to a standard vented face mask or to a patient's tracheostomy. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt980 optiflow + mask interface adapter was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed the tubing of the opt980 optiflow + mask interface adapter was torn next to the mask adapter. Conclusion: our investigation was unable to determine the cause of the observed damage to the subject opt980 optiflow + mask interface adapter. However, based on our knowledge of the product, the type of damage observed, and our observation that the tubing was in use without issue the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt980 optiflow + mask interface adapter would have met the required specifications at the time of production. The user instructions which accompany the opt980 optiflow + mask interface adapter show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube." - "failure to use the set-up described above can compromise performance and affect patient safety."